Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas screen would wake but would not unlock, and video provided by the user showed a crack on the left side of the display; a replacement was issued and the original device was returned. Symptoms included inability to unlock the touchscreen while blood glucose remained unaffected. Outcomes included continued cgm use on an alternate device and receipt of a replacement ilet. Investigation included remote troubleshooting, photo/video review, and return of the device for assessment. Investigation of this device revealed physical damage to the screen consistent with a cracked display that impaired touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to screen malfunction.